Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, loss of sensing and pacing failure was reported even after the right atrial lead was repositioned several times. Low, out of range low voltage impedance was reported as well. The physician suspected a short in the electrical circuit caused by the cable fracture due to too many helix rotations. The physician felt a strong resistance when attempting to rotate the helix at the third attempt. The lead was not used and replaced with no patient consequences.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.